Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 300 mg/dl. The customer stated that she was nauseated and vomiting before going to the hospital. The customer also stated that all programming is accurate. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.